Manufacturer narrative:
Additional information received on 08 july 2016 and includes: the cup from the primary is a versafit dm cup 58mm (code 01.26.58mb, lot 151051 - k083116); not explanted. Batch reviews performed on 20 july 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The patient tested positive for staph. The surgeon revised the head and the liner. The surgery was completed successfully. Explants and x-rays are not available.